Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, after the initial implant of this right ventricular (rv) lead, loss of capture was observed. A revision procedure was performed and this rv lead was repositioned. No adverse patient effects were reported.